Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for analysis. The downstream sensor check was performed. The pump alarmed the reported problem when latching the cassette. The downstream sensor was inspected and found to be nonresponsive and will be replaced.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump would constantly alarm when attaching a cassette. The cadd pump would not accept the cassette and the patient was unable to start tpn therapy until a new pump was used. There was no patient or clinical injury.